Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated that the pump had a no delivery during a bolus while they were sleeping. Customer's blood glucose was 30 mg/dl at the time of the incident. Customer's current blood glucose was 77 mg/dl. Customer treated with orange juice. Customer stated that they have been experiencing low blood glucose for about 3 months. Customer stated that they are unable to describe any possible damage to the drive support cap, except that it is yellowish in color. Customer also had a crack on the reservoir compartment of the pump and on the screen. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.